Event description:
Routine complaint investigation when a healthcare professional reported imprecise back to back results from the precision pcx blood glucose monitor. The values, when plotted on a clarke error gird, fell into the "d" zone showing the difference in values to be clinically significant. There has been no report of death, serious injury or mistreatment associated with the event.